Event description:
It was reported that during a meniscus repair surgery, the t1 implant of two (2) fast fix was deployed but did not stay anchored. The t1 implant was removed by suction. The procedure was completed with a smith and nephew back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(b)(4.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed both the devices were returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were returned off the needle. The knot has been tightened down. The variable depth straw has been trimmed. Bio debris is present. Device two, the t1, t2, and suture were returned off the needle. The knot has been tightened down. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed on either device because all the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time